Manufacturer narrative:
(B) (4). (B) (4). Angina and stenosis are known adverse events of stenting as listed in the IFU. Angina, stenosis and hospitalization are in the risk assessement. The IFU states: "the xience coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm," as well as "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." It is unknown whether the reported direct stenting or stenting in a vein graft contributed to the reported patient effects.

Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: angina requiring medical intervention/restenosis left untreated. Device issue: no device malfunction has been reported. It was reported via trial that on (B) (6) 2008, the patient underwent direct stenting of the saphenous vein graft (svg) with a xience v stent. On (B) (6) 2010, the patient experienced unstable angina and was hospitalized. Diagnostic coronary angiography revealed 100% occlusion to the left anterior descending (lad) and circumflex artery. The left interior mammary to the lad was widely patent. The svg to the right posterior artery (target lesion) was patent with 30% in-stent restenosis (isr). Distal to this stent, there was 99% denovo blockage. The patient's aspirin dose was changed from 325 mg to 162 mg. The distal non-target lesion was treated via placement of a 3.5 x 23 mm xience v stent. The in-stent restenosis was not treated. The event resolved and the patient was discharged on (B) (6) 2010. There is no additional event or patient information available.